Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a seizure as well as high blood glucose levels. The customer also was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 143 mg/dl. The customer was treated with an IV and insulin. The customer also mentioned that she fell a week prior and hurt her wrist. The customer stated that she was treated with hydrocodone and would sleep through her blood glucose testing times. The customer removed the infusion set, and the cannula was neither bent nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer also received a battery out limit alarm. Troubleshooting was done. Explained this was normal insulin pump behavior. Advised to monitor the insulin pump.